Event description:
Two endeavor sprint rapid exchange (rx) drug eluting stents were implanted in the mid lad and in the mid cx during the index procedure. It was reported that an mi occurred on the day of stent implantation. Mi was categorized as a non q wave mi, in the territory of the implanted stents. No further details are available. Event was identified by the clinical events committee and deemed to be consistent with an mi. It was reported that at the 30 day, 6 month, 12 month, 18 month and 24 month follow up that the patient was free of symptoms. Ref MFR# 9612164-2011-01472, 9612164-2011-01473.

Manufacturer narrative:
(B)(4).